Manufacturer narrative:
All syringes were visually inspected prior to release. There were no loose luer lok adaptors noted for this batch during inspection or during assembly of this batch. A functionality test was performed on retention samples and passed. No further investigation possible without the return of the complaint sample. A follow-up calls were made to this reporter to gather additional information on 07/09/2007 and 07/31/2007. It was confirmed that there was no known pt impact. A follow-up questionnaire was sent to the reporter on 07/10/2007 to complete in the event that pt impact occurs postoperatively. Additional pt information is not anticipated. A product return label was sent to the reporter to use to return the device. The device was not returned.

Event description:
The nurse reported the luer lok connector and the cannula broke off the syringe during use. No pt impact.